Event description:
The lead was capped and replaced on (B)(6) 2017 because patients rv lead threshold began to increase and impedance swiftly rose and doubled the month before pacemaker changeout. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.